Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed exiting multiple cartridges while it was being filled. Customer's blood glucose (bg) was 492 and an insulin injection was administered. As all of the pump supplies were changed, tandem technical support was unable to perform a system check to determine a possible cause.